Event description:
It was reported that three 511s were used during a gynecology procedure. It was reported by the affiliate that two of the instruments had torn gaskets and the third device had a piece of plastic break off. There was no consequence to the pt.